Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they had 2 accidents, a return of symptoms, the morning of the report. The patient turned stimulation up on program 1 to 2.7v prior to calling and said that stimulation was at the uncomfortable stage and requested help changing to a different program. Patient changed to program 3 and increased to 2.8 where they felt it comfortably, uncomfortable stimulation was resolved. Patient was redirected to their healthcare provider if symptoms didn't improve. The patient described this as a sudden return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient still was not getting symptom relief and ¿had like 6 accidents¿ that morning. Troubleshooting was not possible on the call, but they were advised to call back for help if needed. No further patient complications are anticipated or expected as a result of this event.